Manufacturer narrative:
Upon receipt, the lead was found dissected some 37 cm distal to the is-1 connector pin. Only the proximal part of the lead returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The analysis of the lead fragment demonstrated a damaged insulation at approx. 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables were found damaged. These findings can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis of the lead as well as the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 16 months, it was reported that the device could not be interrogated. The patient reportedly received one shock only. At the moment no further information with regard to this incident is available. Should we receive additional details such as explant information etc, this report will be updated. The ICD and a lead fragment were returned for analysis, but no explant date was provided.